Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6- product complaint (B)(4). A broken 1.1mm cable (400-821)(part # 498.800.01, lot # p33783) was returned to rti surgical on (B)(6) 2020. It was missing the beaded end. The cable cerclage (400-825) was also not returned. Cable diameter met print specification. See the attached print and photo of the breakage. A root cause for the cable breakage could not be determined with this information obtained in the investigation of this complaint. A review of past complaints has determined that from (B)(6) 2018 to the present, this is the 3rd confirmed occurrence of cable part number, 498.800.01, breaking during tensioning. Based on total depuy synthes units sold, from (B)(6) 2018 to the present, the complaint rate for this occurrence is <0.01%. Device history lot part # 498.800.01 synthes lot # p337831 supplier lot # p337831 release to warehouse date: 26 apr 2019 supplier: rti surgical no ncr's were generated during production. Device history batch ==> null device history review ==> review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Document/specification review: current and manufactured drawings is source controlled by rti. A mre review was conducted and found that the device met manufacturing specifications prior to shipping. Dimension inspection: it was not performed due to the post manufacturing damage however the manufacturer confirmed that the device diameter met the print specification. Complaint confirmed? Yes. Conclusion: this complaint is confirmed as the complaint device was evaluated and confirmed to be broken. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Corrected data: h6.

Manufacturer narrative:
(B)(6).. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on august 19, 2020, during a surgery for a patella fracture the cable broke when pressure was applied to lock the cable. Another cable was used to complete the procedure. There were no adverse consequences to the patient. This report involves one (1) 1.0mm ti cable with crimp 750mm-sterile. This is report 1 of 1 for (B)(4). .